Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered incorrect settings. Customer experienced a low blood glucose (bg) level of 50 mg/dl. Customer consumed carbohydrates to address low bg. Tandem technical support guided the customer through correcting the basal rate to address the event.